Event description:
It was reported that the customer experienced low blood glucose levels and went to the emergency room for assistance. Bg value was not provided. Cause was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.